Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported the patient underwent a medial column procedure to treat unstable charcot midfoot. Sometime post-op it was found that there was a small plantar wound.